Manufacturer narrative:
On 1/29/97, dr. Implanted a 23mm aortic st. Jude medical heart valve sjm masters series. Per st. Jude mecial territory mgr, pt came off pump, and a transesophageal echocardiogram (tee) was performed. This test indicated aortic insufficiency, and one leaflet appeared to be sticking in open position. Pt was put back of pump, and valve was then rotated 90 degrees. One leaflet still appeared to be sticking in open position. This valve was then explanted and replaced with another prosthetic heart valve. Valve was received by co. Sewing cuff was reddish-brown in color, and contained no sutures. A dried reddish-brown substance, appearing to be dried blood, wad observed on carbon surfaces of valve, including recessed pivot areas. Both leaflets were stuck in closed position. Valve's rotation mechanism was then tested. Both clockwise and counterclockwise torque values were within mfg specifications. Leaflets and orifice were found to be unremarkable. After being submerged in a buffered formalin solution for chemical sterilization, both leaflets opened and closed normally, exhibiting only a slight resistance to motion. This suggested leaflets were stuck in closed position when valve was in a dry state due to dried blood causing major radius edges of leaflets to adhere to inside diameter of orifice. Slight resistance to motion previously mentioned, which was detected after valve had been submerged in formalin solution, was due to a small amount of remaining blood in recessed pivot areas. Valve was cleaned thoroughly once again to remove this material, resulting in freely moving leaflets, which exhibited no resistance to motion. Results of pulse duplicator testing indicated valve had no abnormal operation. Flow and pressure traces indicated valve operated satisfactorily. Without leaflet or hydrodynamic malfunctions. Each operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Info reviewed from valve's device history record and add'l testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation indicated valve was in accordance with st. Jude medical's specifications at time of return, as supported by testing performed at st. Jude medical hear valve div laboratories. Cause of one leaflet sticking in open position in vivo remains unknown, due to fact st. Jude medical heart valve div has not received any add'l info which may have aided in this eval. However, this leaflet immobility was not due to an intrinsic valve defect, as supported by testing performed as well as valve's device history record.

Event description:
Pt came off pump and a transesophageal echocardiogram was performed. This indicated aortic insufficiency and one leaflet appeared to be in the open position. The leaflet was then rotated 90 degrees, and one leaflet still apppeared to be sticking in the open position. The valve was explanted.